Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when trying to use the device, the part for catching the ratchet came off. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the ratchet switch was broken and would not stay locked into place. A functional evaluation found that the jaw rotation worked without difficulty. The jaw toggled and functioned without difficulty. Ratchet switch function would not lock into place. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Replication of the reported condition may occur when improper or excessive force is exerted on the device. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.